Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the vertek arm would not tighten. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The articulating arm was returned to the manufacturer for evaluation. Through functional testing and visual/physical examination, the issue was confirmed. The starburst end of the arm still moved after tightening the handles. This issue was documented in a manufacturer hardware anomaly tracking database.